Event description:
As reported: during surgery to replace three valves (2 edwards valves and 1 competitor valve), patient received more unfractionated heparin than usual. Consequently, they presented a heparin-induced thrombocytopenia and 15 days later, they had a valve thrombosis.

Manufacturer narrative:
Method: device not returned. However, no other details about patient and implant date were provided. No operative report has been provided. No additional information regarding the event has been provided. It is unclear if the device was explanted or remains implanted. The clinical treatment to resolve the thrombosis was not disclosed. However, the customer has disassociated the device from the event. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. See also report for serial number (B)(4). Conclusion: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, it is unclear if the device has been explanted. It is believed to remain implanted. Without additional information from the health care provider, we are unable to conclusively determine the root cause for this event.